Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so no release date could be obtained.